Manufacturer narrative:
(B)(4). On (B)(6) 2014, paroxysmal atrial fibrillation developed and was diagnosed as chronic congestive failure. Propafenone hydrochloride was increased and became less severe on (B)(6) 2014. On (B)(6) 2014, the primary care physician confirmed that the patient had been well via phone. On (B)(6) 2014, the patient developed cardiopulmonary arrest and was taken to the hospital. Cardiopulmonary resuscitation was performed but the patient expired. Autopsy was performed and collection of cerebrospinal fluid was done and it was colorless. The cause of death was determined as lethal abnormal cardiac rhythm due to the patient's medical history. No additional information was provided. Concomitant medical products: stent: 2.5 x 28 mm nobori, 3.5 x 14 mm nobori, 2.25 x 16 mm promus element. There was no reported device malfunction. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The reported patient effects of angina, atrial fibrillation, cardiac arrest, death, heart failure, and restenosis, as listed in the xience prime everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that on (B)(6) 2012, a 2.5x28 mm non-abbott stent was implanted at the mid left anterior descending (lad) artery. On (B)(6) 2012, angina developed due to 90% stenosis at the left main (lmt), proximal lad and proximal circumflex (cx). A 3.5x14 non-abbott stent was implanted at the proximal lad lesion with kissing technique after balloon angioplasty was performed. On (B)(6) 2012, balloon angioplasty and rotablation were performed at the mid cx lesion, 75% stenosis. On (B)(6) 2013, the patient experienced a myocardial infarction due to a total occlusion and late stent thrombosis of the non-abbott stent implanted in the mid lad and stenosis of the proximal cx 99% and mid cx 90%. Balloon angioplasty was performed and an intra-aortic balloon pump (iabp)was placed from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, a 2.25x16 mm non-abbott stent and a 2.75x18 mm rx xience prime stent were placed with overlap at the mid to proximal cx lesion. On (B)(6) 2013, transient atrial fibrillation developed and heparin and anti-arrhythmic drugs were administered and dry weight decreased. On (B)(6) 2013, transient atrial fibrillation became less severe. On (B)(6) 2013, the patient experienced angina. On (B)(6) 2013, 90% stenosis at the proximal to mid lad was observed. Balloon angioplasty was performed for in-stent restenosis of the non-abbott stent placed at the mid lad. On (B)(6) 2014, the patient experienced angina and percutaneous coronary intervention was performed. A non-abbott balloon and drug-eluting balloon were used for the following lesions, proximal cx lesion 90% stenosis, obtuse marginal branch lesion 50% stenosis, mid cx lesion 75% stenosis and proximal and mid lad lesions 75% stenosis.